Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The spouse of the customer was contacted and he stated that the customer passed away in a hospital. Limited information was provided by the spouse because he was upset. The spouse stated that there was catheterization performed and that's when the customer died. The customer did not use sensors. The customer was hospitalized about (B)(6) 2014, or the (B)(6) 2014. The customer had kidney failure and heart disease. The spouse stated that the customer was in the hospital and the hospital was regulating the customer's blood glucose a lot. The spouse state that he doesn't know where the insulin pump is. At this point, the spouse disconnected the call. It is unknown if the customer was wearing the insulin pump at the time of death or not. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.